Event description:
It was reported that the patient experienced ineffective therapy of the right s1 lead due to migration. Lead migration was confirmed via imaging and reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.